Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds) the gripper couldn¿t move. Troubleshooting was performed but was unsuccessful. Preparation was performed by following the instruction for use (IFU). A new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.